Manufacturer narrative:
(B)(4). The lead has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that pt's device was showing high impedance readings. It was stated the pt was receiving little stimulation and inconsistent stimulation. The physician decided to replaced the entire system, as they were planning to implant two new leads. Following the replacement, all impedance readings were in range and the pt was receiving very good stimulation in the painful areas.